Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery alarms very often without alarming low battery alarm. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was returned for low battery alarms. The pump was reset before error occurred. The detailed trace confirmed the pump low battery alarm that the root cause is the non-sleep anomaly software error. No unexpected replace battery on the display during testing. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and pillowing keypad overlay.